Event description:
The pt reportedly experienced lack of performance with her device. Programming adjustments were made, however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.